Event description:
It was reported that the battery voltage measurements in office were low, but the device did not indicate it was at eri (elective replacement indicator). The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. Telemetered battery voltage read at 2.13 on 02 jul 2010, when on the daily trend value, it read 2.89 v.